Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the rotablator. A visual examination of the returned device was carried out and it was found wit the body kinked in the middle of the device and near to the proximal section, also it was found with the spring tip kinked and stretched. Dimensional inspection was done. Overall length couldn't be measured due to the device condition. Outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01080. It was reported that the burr was stuck on the rotawire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, after two successful passes, it was noted that the rotawire was pulling back. It was then observed that the distal portion of the rotawire shortened and twisted up. Flushing was noted to be running and the rotawire was clipped. The devices were removed from the patient 's body and attempted to use the same device; however, the attempt was unsuccessful. The devices were pulled out through the guide catheter. The physician then inspected the rotawire; however, it was noted that the burr was stuck on the wire. No patient complications reported. Patient status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01080. It was reported that the burr was stuck on the rotawire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, after two successful passes, it was noted that the rotawire was pulling back. It was then observed that the distal portion of the rotawire shortened and twisted up. Flushing was noted to be running and the rotawire was clipped. The devices were removed from the patient 's body and attempted to use the same device; however, the attempt was unsuccessful. The devices were pulled out through the guide catheter. The physician then inspected the rotawire; however, it was noted that the burr was stuck on the wire. No patient complications reported. Patient status was stable.